Manufacturer narrative:
The insulin pump was received with blank display and constant tone due to faulty component on interface board. We were unable to verify alarms or perform the functional test, including the currents test, self-test, error test, displacement, rewind, basic occlusion, occlusion, prime and no delivery tests due to blank display and constant tone. The insulin pump had a cracked case at display window corner, minor scratched display window.

Event description:
It was reported via phone call that the insulin pump alarmed and had a blank display. The customer's blood glucose was 220mg/dl. Assisted customer with performing self-test and passed. The customer was advised the pump will be replaced and revert to back up.